Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) double curve and watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. Trans-septal cross was performed, and activated clotting time (act) measured 199. The was placed in the laa with the pigtail catheter. Upon removal of the pigtail, the sheath moved posteriorly in the laa. During advancement of the wds, a pericardial effusion was noted via transesophageal echocardiogram and angiography. At this time, the sheath was pulled back and heparin was reversed. Act at time recorded 99. The effusion was slowly growing and a pericardiocentesis was performed. Approximately, 1200cc of blood was drained and auto-transfused. Case was aborted. The patient was then send to surgery for a pericardial window. Pericardial effusion resolved by the time patient arrived in surgery. Pericardial window was performed, but no laa excision was necessary. No further complications were reported. Patient has been discharged.